Event description:
A 2.5 mm x 12 mm sprinter rx dilatation balloon catheter was inserted in the patient to pre-dilate an lad lesion. The lesion morphology was moderately tortuous with no calcification; however there was 99% stenosis. The physician advanced the balloon to lesion site and attempted to inflate the balloon to 8atm. It was reported that the balloon would not inflate. The physician exchanged the indeflator; however, the balloon would still not inflate, the physician attempted a third time and the balloon inflated, however ,upon attempted deflation, the balloon would not deflate. The physician attempted to rupture the inflated balloon with the guidewire, but was not successful. The physician then pushed the balloon distally but was concerned about st segment elevation. The physician attempted to remove all the devices from the coronary artery, but was unsuccessful. The physician attempted to pull the balloon into the guide catheter but only the proximal end of the balloon would entered the guide catheter tip. The physician elected to inflate the balloon to 16 atm, and it ruptured. The sprinter balloon was removed from the patient. The case was completed with another unknown product. It was reported that the device was correctly prepped with negative purge, and visual inspection were performed on the device prior to use and no issues were noted by the user. No clinical sequelae were reported and the patient is reported to be fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation results: 99% stenosis. Unknown cause of stretching. Evaluation code, conclusion: 99% stenosis. Unknown cause of stretching. Patient code: other (secondary intervention). Device evaluation: the returned device revealed that the balloon had a longitudinal tear in the distal section of the balloon, therefore it was not possible to confirm inflation and deflation difficulties. The outer shaft measured within specification and some degree of stretching did occur. The inflation/deflation difficulties may have been caused by the stretching in the balloon weld and outer shaft.